Event description:
Dealer stated the wires are bad and pinched. The incident resulted in a joystick replacement and there was no injury or end user ill effect due to this incident. Please note any further information received will be reported in a supplemental report.